Event description:
During a pulsed field ablation (pfa) procedure using the farapoint pulsed field ablation catheter, st-segment elevation was observed on a 12-lead ECG during creation of the mitral isthmus (mi) line. The changes were consistent with a coronary artery spasm occurring intra-procedurally. Additional 1 mg glyceryl trinitrate (gtn) was administered via the faradrive sheath. A transesophageal echocardiography (tee) probe was in situ and used for real-time assessment; the operator reported no wall motion abnormalities. The event resolved the same day, with no associated hospitalization, no prolongation of the procedure, and no extension of the patient's hospital stay.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. If there is any further relevant information obtained, a supplemental medwatch will be filed.